Event description:
Fracture of insertion post caused by exceeded force by the dentist.

Manufacturer narrative:
Fracture of insertion post caused by exceeded force by the dentist should have consulted IFU to prevent this from happen.